Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing separated from the valve. There was no report of patient impact. The following information was provided by the initial reporter: tubing comes apart at the valve on a dozen tubing sets with little effort.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR 9616066-2022-00312 is a duplicate of 9616066-2022-00082 this supplemental is to cancel MDR.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing separated from the valve. There was no report of patient impact. The following information was provided by the initial reporter: tubing comes apart at the valve on a dozen tubing sets with little effort.